Manufacturer narrative:
The complainant indicated that the device is implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex partially covered esophageal stent was implanted during an esophagogastroduodenoscopy (egd) procedure in 2009. According to the complainant, after the stent was implanted, it was noted that the stent had a length of 20 cm when it was supposed to measure 15 cm. The physician decided to leave the stent in place and completed the procedure with this device. The following day, the patient complained of pain. It is unknown if there was increased need for pain medication as a result of this event. The patient was already receiving pain medication for the start of hospitalization one month prior to (egd) procedure, through discharge two months later. At a follow-up appointment six days later, a barium swallow revealed that the patient was healing well.